Event description:
Information was received from a patient regarding an external device. Controller the reason for call was patient reported the controller was acting funny for a few days and saturday was the last day he was able to use the controller. Patient stated the controller is not turning on. Patient stated the controller showed lost data and there is no power on the controller. Patient stated mdt rep (B)(6) told him to call for assistance. Patient services asked patient to troubleshoot the controller and patient did not have the controller with him at the time of the call. Agent will call patient back and assisted patient with using the controller, after resetting the controller, controller continue to show set up screen after reset. Controller showed ins red and controller 100% charged. Agent asked patient to inspect the rtm for damage and patient said there are tiny teeth marks on rtm cord but nothing major. Agent asked patient to start a charging session and controller showed set up screen. Agent sent email to the repair dept for controller and rtm replacement. Additional information was received from a patient (pt). It was reported that their spinal cord stimulator remote and charger has stopped turning on and cannot recharge my battery. This is the second time this is happening in the last few months. They need to initiate the process to get it replaced again. Pt got replacement controller and recharger and these items worked for awhile, but now same issue was occurring. Pt said they could not charge their ins because the controller kept going unresponsive when they plugged in recharger since yesterday. Pt reset controller on call and controller was charging from ac power as expected, but as soon as pt plugged in recharger, controller went white/unresponsive. Pt inspected for damage on recharger and controller port, but no damage was detected. See (B)(4) for email communication from patient. An email repair department to replace controller and recharger. Patient just received replacement controller, and the issue is still persisting when they plug the recharger into the controller, the screen goes completely unresponsive. Patient mentioned they are now in a lot of pain. Patient clarified this is their second replacement controller, and they also had a replacement recharger. Agent reviewed previous replacement email for controller and recharger, and patient later clarified they had never received most recent recharger replacement. Patient requested they be sent a brand new piece of all equipment as this issue keeps persisting and the only thing not replaced was battery pack. Agent walked patient through removing the battery pack and plugging into ac power supply. Patient confirmed the controller turned on, and when battery pack was reinserted, the controller green light flashed. Patient confirmed they do not have issues charging the controller to 100% using the ac power supply. When asked to inspect the controller port, patient noted one controller pin appeared to be farther away from the other ones. After collecting serial numbers, it appeared that patient received a refurbished controller. The issue was not resolved. An email was sent to repair to replace the recharger that was never received, and the controller. Patient was escalated and stated that if this does not resolve the issue, they are going to get the doctor involved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the controller found replaced main board due to lithium-ion battery contacts broken/damaged. Replaced snap-dome due to replacing main board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.